Event description:
It was reported that during a da vinci-assisted procedure, the fenestrated bipolar forceps instrument was unable to cauterize bleeding from an undisclosed source, and a wire was exposed. The procedure was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. Received the fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire did not show damage.